Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was 149 mg/dl. The customer stated that she changed her sensors twice because of the cal errors. The customer stated that the sensor would say that her blood glucose readings are low and it will shut off. The customer was advised to treat off the blood glucose and not off the sensor. The customer stated that none of the sensors were bent on any of the sensors. The customer will call back to troubleshoot.